Event description:
A healthcare professional reported that the facility's meter had a power issue. The meter allegedly would not turn on. The issue was not resolved. They were not able to test on the meter. There was no comparison done. No pt's were treated due to the issue. No further info has been reported.